Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: - based on the provided event description, it can be suspected that the power supply connector of the home monitor is damaged. - the root cause of this issue could not be determined; however, it could have resulted from the wear of the power supply connector over time or from a mechanical shock.

Event description:
Reportedly, the connector of the home monitor is damaged.